Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was not further specified. The patient was hospitalized for eight days for the event. In the same month as hospitalization, the patient was treated with vancomycin (intraperitoneally, dose and frequency were unknown) and cipro (intraperitoneally /orally, dose and frequency were unknown). On an unreported date in the month following, antibiotic therapy was completed and the patient was recovered from the peritonitis. The patient was retrained on aseptic technique. Pd therapy was ongoing. No additional information is available.